Event description:
The initial oxygen reading was 0% which should have produced an "alarm" but wasn't mentioned with initial complaint. The repair statement indicates that the compressor was knocking, leading to the low o2 reading.